Event description:
Revision surgery performed about 1 year and 9 months after the primary surgery due to aseptic femoral component loosening.

Manufacturer narrative:
Batch review performed on 15 december 2022. Lot 1907610: (B)(4) items manufactured and released on 21-jan-2020. Expiration date: 2025-jan-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.